Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the alleged event. As a precautionary measure all applicable calibrations, extended self-test (est), short self-test (sst), electrical safety tests and performance verification were performed. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time the event occurred.